Manufacturer narrative:
(B)(4). It is currently unknown if device was labeled for single use as device catalog and lot information was not provided. Investigation: no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries. No evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that patient received a cook gunther filter on (B)(6) 2006 at (B)(6) hospital; in (B)(6). Dr. (B)(6) placed the filter. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation- no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. The evaluation will be reassessed when further information is available.

Event description:
It is alleged that patient received a cook gunther filter on (B)(6) 2006 at (B)(6) hospital; in (B)(6). Dr. (B)(6) placed the filter. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from CT of abdomen dated on (B)(6) 2011, ¿past history: aortic disease (punctured aorta (from ivc filter)). Coronary artery disease. Pulmonary embolism. Deep venous thrombosis treated with inferior vena cava filter placement. Myocardial infarction. (Nodules on lungs.) Surgeries: cardiac procedures- had angioplasty with stent placement. (Graft over aorta bypassing ivc filter.) Social history: current smoker (cigarettes). There is an ivc filter in place. Normal retroperitoneum.¿ per a report from CT of abdomen dated on (B)(6) 2009, ¿the inferior vena cava filter has changed in position in comparison to the prior study and one prong from the inferior vena cava filter is projecting into the lumen of the aorta just below the inferior margin of the graft.¿ per a report from CT of abdomen dated on (B)(6) 2009, ¿ivc filter placement. There is a filter that projects at the level of l2-l3, and there is a vascular stent, probably an aortic stent, that projects at the level also of l2 and l3.¿

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, vena cava perforation, difficult to remove, abdominal pain, back pain". Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported abdominal pain and back pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016: plaintiff allegedly received an implant on (B)(6) 2006 via the femoral vein due to dvt. Plaintiff is alleging migration, vena cava perforation, abdominal pain, back pain. Patient alleges attempted retrieval on (B)(6) 2008.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that patient received a cook gunther filter on (B)(6) 2006. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers from migration and vena cava perforation.